Event description:
Reportedly, while firing, the blue knob in the middle. Used force to fire the instrument completely, but the staples did not form properly. Hand sutured to complete the case. No pt injury. Procedure: lap hemi-colectomy.